Event description:
The customer reported the system tripped a circuit breaker. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The customer had reset a breaker. The service rep found a cut in a power cord and ordered a new power cord assembly, and will be replaced on another case. It is expected that the system will operate as intended following the repair.